Manufacturer narrative:
This report is submitted on november 29, 2023.

Manufacturer narrative:
This report is submitted on october 11, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to facial nerve stimulation and poor performance with the device. There are no plans to re-implant the patient with a new device as of the date of this report.